Event description:
The customer reported pcba adc failed was displayed when the unit started up. No patient involvement.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Receiving by MFR date: 07/16/2015. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported pcba adc failed was displayed when the unit started up. No patient involvement.